Manufacturer narrative:
Correction: additional information received clarified that three years and one-month post valve implant, the patient developed endocarditis and the valve became stenosed with a mean gradient of 40mmhg. The patient was hospitalized with abdominal pain and antibiotics were given. Fourteen days later, the patient passed away. Patient was reported to have had a vegetation on the anterior mitral valve and advanced pancreatic tumor process with abdominal metastases. As such this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), approximately three years and one month after the implant of a 23mm sapien 3 valve by transfemoral approach in the aortic position, stenosis of the valve with a mean gradient of 40mmhg, (previously 17mmhg) was detected on tte. The patient was hospitalized; however, no actions were taken.  Fourteen days later, the patient passed away with vegetation on the anterior mitral valve (endocarditis) and advanced pancreatic tumor process with abdominal metastases.